Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Results: inadequate interaction in clip forming mechanism. Evaluation summary: the instrument was received in good visual condition the instrument was cycled and fired 5 clips conforming, and 2 scissored clips due to an inadequate interaction between the cam channel and jaw. The instrument locked out as intended.

Event description:
It was reported that the device was used during an unknown procedure, the clips malformed, scissored. No patient consequences.